Manufacturer narrative:
The reported device was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the device is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery a driver tip broke while inserting a screw. A second driver tip was used to complete the surgery after a 3-5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00635 for the screw involved in this event.